Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-06803. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa). A 4.0/15/15 leveen¿ coaccess¿ needle was used with a rf3000 radiofrequency generator. During the procedure the impedance increased over an unusually short time which interrupted the procedure early. Roll-off was unable to be achieved and the procedure was completed with a second needle. No patient complications were reported.